Event description:
It was reported to philips that the system gave an alert indicating the disk was full, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The issue occurred during system startup in the morning, prior to any scheduled examinations. All patient procedures were successfully redirected to alternative systems. A philips field service engineer (fse) conducted an onsite inspection and found that the system was unable to perform exposures. Log file analysis revealed a malfunction in the frontal ip-pc. Upon further troubleshooting, the fse identified the failure as being caused by a defective drive bay in the third-party ip-pc, which prevented the system from booting. To resolve the issue, the fse replaced the ip pc, loaded the os (operating system) and application on the disk, and successfully recreated the image store database. The defective ippc was returned to philips for failure analysis, but the cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc by the field service engineer resolved the reported issue and restored the functionality of the system. After replacing the ippc and hdds, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.